Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handing the device in accordance with the following IFU: leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The e315 scope error was due to the plug unit being immersed (water invasion). Due to a crack on scope connector cover unit, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 scope error during preparation for use. The intended procedure was a diagnostic enteroscope that was completed using a replacement device. There was no report of delay or patient harm associated with this event.